Event description:
It was reported that during the right atrial (ra) lead implant procedure, there was noise on analyzer electrogram (egm) with no clear visibility of p waves noted during mapping in atrium. The egm signal cleared up once the helix was extended. To troubleshoot before extending the helix, the same lead was advanced into the right ventricle to see if the egm cleared up, but it was still noisy. Further troubleshooting ruled out issues with the analyzer and analyzer cables. The physician indicated that this noise during atrial lead mapping had been seen before with this particular lead model. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)